Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Correction: it was reported that the bronchovideoscope tested positive twice. The first time the endoscope was sampled on 09/15/2025: the sample was non-compliant as 5 cfu/100 ml of total germs were detected. The endoscope underwent a double cleaning and disinfection procedure, then was checked again on (B)(6) 2025 was again non-compliant, this time with 6 cfu/100 ml of recherche de pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Correction: b5, e4. This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned for investigation. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the device was evaluated and the biopsy port scratched. It was likely due to some kind of stress problem; however, the cause could not be established. Olympus will continue to monitor field performance for this device.